Event description:
This is not the only date. I wear the dexcom g7 cgm, prescribed by my doctor to help provide information to help regulate high and low (especially low) blood glucose. I am an insulin using type 2 diabetic. Recently, due to a change in insurance, I was forced to change from the free style libre cgm to the dexcom g7. The dexcom g7 is a product not ready for use. I feel like I'm participating in drug trial without compensation, control, or oversight. The g7 is expensive, even with insurance. A month's prescription is 3 units and, with high deductible insurance, costs (B)(6). On the average, over 2 units per prescription either fail and quit working, are continuously and seriously incorrect in their readings, or become detached before they expire. Dexcom has a program to replace defective g7s, but it is slow, repeatedly requests information they already have, and only results in a replacement occasionally. When it does, that replacement does not arrive quickly and leaves the user with a gap in coverage. Their request form includes a warning that they are experiencing a high level of reports and requests for replacements, which is no supply. An attempt to speak to a human can mean a wait of 30 minutes to an hour, and all the person on the phone does is read you instructions from the material included in with the defective unit. Dexcom needs more oversight and testing before the public is subjected to this seriously sub-standard product. Consumers who are looking to dexcom to provide needed information for the management and treatment of any type of diabetes are put in dangerous and frustrating situations by this sub-standard product.